Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B) (4) had no anomalies found however a visual inspection showed a setscrew sideways/disengaged.

Event description:
It was reported that during an implant procedure that the setscrew of the v channel came loose the connector block. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B) (4) had no anomalies found; however, a visual inspection showed a setscrew sideways/disengaged. The manufacturing site ID has been corrected on this report.